Manufacturer narrative:
Continuation of d11: product ID: 8780, lot# serial#: (B)(6), implanted: on (B)(6) 2019, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from the rep and confirmed by a physician. It was unknown if the increased spasticity was caused by another medical cause or was a natural progression from the patient's anoxic injury. It was reported that the rehab treatment team felt that the pump was there since implant and that no migration occurred. It was reported that the patient was short and thin. The implanter stated that in the future they would place the pocket more medial than they did this one.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2019, product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020, information was received from two healthcare professionals (hcp), via a manufacturer representative (rep), regarding a patient receiving gablofen (2,000 mcg/ml, 700.2 mcg/day) via an implantable pump for intractable spasticity. It was reported the patient was referred to the neurosurgeon for a catheter dye study secondary to increased spasticity. A dye study and rotor study were performed. Verified intrathecal catheter with no leaks visible in catheter. Rotor movement was positive. Reservoir aspirated and contents matched expected reservoir volume. Pocket revision performed as pump appeared to press on the patient's ilium. New pocket made so pump did not have bony contact. The issue was resolved at the time of this report.